Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Complaint was confirmed based on the evaluation of the provided invoices. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: spinal anesthesia, asa I, ebl 150ml. Legs equal in length, rom 70deg. No intraoperative complications reported. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to off-label usage, as the head and shell implanted are not compatible. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient alleges that the products were not used in the correct combination. No revision has been scheduled to date and no specific allegations against the device have been made. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02200. D10: cat #: us157344 / recap pf ha fmrl hd resur 44mm / lot #: 452780. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.